Manufacturer narrative:
Analysis confirmed the customer comment of output connector assembly and hanger assembly broken. It was additionally noted that the upper case was broken, the lower case was contaminated, the display wires were pinched with the wire insulation exposed, the encoder switch assembly and four knobs were contaminated and six plugs were damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular output connector as well as the hanger assembly on the external pulse generator were broken. The generator was returned for service. There was no patient involvement.